Event description:
The initial attorney report alleged pain, required substantial medical treatment, scarring, disfigurement and permanent injury, defective mesh. The following is based on the medical records provided by the pt's attorney: (B)(6) 2003 - pt underwent massive panniculectomy, hysterectomy, and repair of large ventral hernia with composix e/x mesh. (Note: see MDR 1213643-2012-00272 for info related to the composix e/x mesh). On (B)(6) 2004 - pt presents for repair of large recurrent abdominal wall hernia. It appears the composix e/x mesh had "ripped off of the pubic tubercle." The composix e/x mesh was not excised; a composix mesh was placed within the confines of the composix e/x mesh so that the two meshes overlapped. On (B)(6) 2006 - office visit the pt is noted to be "massively obese." Physician notes "in the lower right quadrant I can feel the mesh that feels like it is crumpled up, somewhat tender to the touch. It is hard to feel clearly defined areas where there are facial defects because of her obesity." The physician recommends that she see a dietitian, begin exercising, and get committed to the concept of weight loss and general health. He will see her back in six to eight weeks and expects to see at least a 15 pound weight loss. On (B)(6) 2007 - office visit patient c/o pain at the mesh site and states that she was notified that the two mesh implanted in her have been recalled. Any further surgery is on hold pending 50lb. Weight loss.

Manufacturer narrative:
Initially, one adverse event associated with this pt was reported (see MDR 1213643-2012-00272). Based on medical record review there was no surgical intervention following the (B)(6) 2004 implant; however, a conservative approached was deemed appropriate in reporting this as an adverse event. This is a pt with a complex medical/surgical history. Four and a half years post implant the pt was seen by her physician with complaints of "pain at the mesh site" and stated that she had been notified that the two mesh implanted in her had been recalled. The physician noted that any further surgery would be put on hold pending a 50lb weight loss. There was no lot number included in the medical records provided; therefore a review of the manufacturing records could not be conducted. Additionally, there is no indication that the mesh was explanted. With the currently available info, no additional conclusion(s) can be drawn. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted.